Event description:
The wing of the device appears to have broken off and looks to be seated in the posterior to the disc space which makes migration of the sharp metal object into the spinal canal or nerves a concern. Patient was posted for surgery to remove fractured coflex hardware but he canceled his procedure to get a second opinion at another institution.